Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the battery leaked and the contacts broke on the onetouch basic meter. This complaint is classified according to the documentation of the customer care advocate. The pt does not take diabetes medication to manage his diabetes. The product issue began on (B) (6) 2010 at 8 am. The pt claimed he threw away the meter. The pt allegedly managed his diabetes by taking more food after the product issue began. Approx 4-7 days later, the pt reportedly developed symptom of blurred vision. On either (B) (6) 2010 or (B) (6) 2010, the pt went for a doctor's office visit where he was tested in the 300+ mg/dl on the doctor's meter. The pt's doctor treated the pt with 5 units of lantus insulin at the time of concern. This complaint is being reported because the pt claimed he had symptoms that can be associated with hyperglycemia and rec'd insulin treatment after the product issue began. Replacement products were sent to the pt.